Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had the read, write error occurred. A field service assisted with customer and resolved the issue with pockets and clearing out the errors from the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer 3.1 displayed read, write errors in 4 different cubies and was unable to close properly. The customer reported that the malfunction occurred when the user tried to issue medication to the patient, and there was delay in patient workflow. There were no adverse events or injuries reported based on this incident.